Event description:
It was reported that, during tka procedure, the legion ps high flex xlpe size 1-2 11mm insert was totally locked in when the angle between tibia and ground was 90 degree; however, the insert was falling off when the degree was from 90 to 110 degree. The problem repeated after trying several times, so finally a back-up insert legion (genesis ii) ps size 1-2 11mm was used to complete the surgery. A less-than-30-min delay was reported. The patient was not harmed.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from the attempted insertion. The device was manufactured in 2019. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The medical investigation concluded that, based on the information provided, the root cause of the reported event could not be definitively concluded as per the product evaluation, the device was ¿too damaged from¿ repeated implantation attempts for dimensional inspection. Currently unable rule out possible factors that could affect insert implantation such as (but not limited to) debris in locking mechanism, variance in flex/extend motion to engage locking mechanism, and failure to engage the anterior portion of the dovetail locking mechanism during impaction. Patient impact beyond the reported minor (0-30 minute) surgical extension is not anticipated. No further medical assessment can be rendered at this time. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit, sizing or procedural issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.